Manufacturer narrative:
The associated device was not returned for evaluation. The images provided were reviewed and the fracture could be confirmed. The clinical/medical investigation concluded that, it was reported that during tka surgery, inside the patient, the orthomatch mod ps fem implant impactor was broken. No broken pieces fell inside the patient no clinical/ medical documentation was provided. The provided photo confirms the broken impactor, but does not aid in the clinical/ medical investigation. It was reported the procedure was completed with a non-significant delay, using a s+n back-up device. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. As a backup device was needed due to the fracture of the impactor, the contribution of the device to the reported event could be corroborated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during tka surgery, the orthomatch mod ps fem implant impactor broke inside the patient. All pieces were removed from patient. The procedure was completed with a non-significant delay, using a s+n back-up device.